Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 567 mg/dl at the time of incident. The customer's current blood glucose was 511 mg/dl. Customer treated their blood glucose with a manual injection and the insulin pump. It was also found the customer had join and muscle pains and lack of motivation from their high blood glucose. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. It was also found the customer did not have a bent cannula after removing their infusion set. The customer was also unsure of their bolus wizard was programmed correctly. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.